Event description:
Info alleged that the head of bed would go down by itself. No injury reported.

Manufacturer narrative:
Technician found the head of bed would not stay in the up position - slow drift down overnight. Replaced the valve to resolve this issue.